Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing due to noise causing inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences to the patient.